Manufacturer narrative:
The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a pump pocket infection with a sign of myocardial recovery. The pump was explanted.